Manufacturer narrative:
A visual inspection was performed on five opened and used reservoirs. Three reservoirs did not have the transfer guards and plungers returned, one reservoir had a loose transfer guard and the remaining reservoir had no anomalies. All five reservoirs passed functional testing, the reservoirs were not occluded and no leaks were found at the tip of the infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)().

Event description:
The customer reported via phone call that the insulin pump reservoir piston does not work properly. Customer also indicated that the insulin leaks and drips. Customer's blood glucose was unknown at the time of incident. No further details given.